Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side implant exchange due to voluntary recall and right breast deflation". Device has been explanted and replaced. Treatment: capsulectomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Deflation : observed one opening on the posterior side assessed as fold flaw opening and broken on the anterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a "right side implant exchange due to voluntary recall and right breast deflation". Device has been explanted and replaced.